Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "there was a cable perforation from the filter during retrieval. It perforated the svc." Additional information received 18sep2018: implant date is (B)(6) 2018. On (B)(6) 2018 patient was presented with backpain. A secondary strut was found penetrating the caval wall. Retrieval date: (B)(6) 2018 filter was retrieved with forceps, physician didn't try with a snare set since he anticipated it could be difficult to retrieve. Perforation of secondary strut. The perforation did not cause any hematoma. Patient outcome: the patient require additional procedures due to this occurrence; filter retrieval according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Summary of investigational findings: investigation is based on event description, returned filter, and image review. It was reported that perforation by a secondary filter leg was discovered two months after filter placement. Filter retrieved with forceps approx. Six weeks after discovered, since retrieval was anticipated to be difficult. No outcome reported, except perforation did not cause any hematoma. The filter was returned and investigation found the primary filter legs slightly misshapen. So is a secondary filter leg, too, and another secondary leg is moved to the opposite side of its primary leg. The filter hook is slightly straightened. Image review: per the complaint report, "there was caval perforation from the filter during retrieval. It perforated the svc." There are no images to support this claim. The single image submitted for review demonstrates appropriate placement of a celect platinum ivc filter without evidence of significant tilt or penetration. There is no date on this included imaged to determine when it was obtained. As there is no catheter appreciated on the image, it is assumed this image was taken after placement of the celect platinum ivc filter via a femoral approach. The complaint report describes a penetration observed on (B)(6) 2018, approximately 2 months following implantation, with retrieval performed on (B)(6) 2018. The retrieving physician did not use the retrieval set, but rather opted for bronchial forceps as "he anticipated it could be difficult to retrieve". Without additional images to verify the development of the perforation, speculation to how and why this developed is futile. The complaint report does state the filter was removed and there was no hematoma. Initially the patient presents with back pain at the time of diagnosis of perforation, it is uncertain if this pain was resolved after retrieving the filter, therefore attributing the pain to the development of the perforation. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.